Event description:
Boston scientific received information that this pacemaker showed different data than expected. The device displayed less than 6 months remaining longevity and magnet rate of 90 however two years prior it showed 4 years longevity. All measurements are within normal limits. Boston scientific technical services (ts) discussed that it is possible the device was operating at the edge of a lower current bin then after a small change the device jumped to a higher current bin causing the longevity to go down. Ts suggested performing memory dump. Additional information indicated that the health care professional (hcp) was confused with how longevity calculations works and there was no specific allegation against the device. The device remains in service. No adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.